Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address back-out.

Manufacturer narrative:
The device associated with this report was not returned. A depuy trauma marketing director reviewed the provided x-rays and confirmed one screw backed out. In the image it appears the bone is very poor quality, it is possible the whole construct shifted without backing out due to loosening of the nail construct. Although no lot number was entered into the etq system, an email provided found gave four different part and lot numbers for the four screws that were used. A search of the complaint database found no prior reports for the plate and three of the four screw part and lot number combinations; two prior reports for one of the screw part and lot number combination. However, (B)(4), the manufacturing facility, reviewed the device history records for the one screw and the remaining part and lot number combinations and found no manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.